Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm was missing the lot number was missing from the labels. 2nd of 2 complaints. The following information was provided by the initial reporter: it was reported by the consumer that 2 complimentary boxes of nano 2nd gen pen needles were received. ... The consumer stated that there is no lot number on the labels.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary customer returned 2 empty shelf cartons, and 15 loose unopened pen needles inside a metal canister. It was reported by the consumer that 2 complimentary boxes of nano 2nd gen pen needles were received. The consumer stated that there was no needle on any of the hubs. Consumer said that both boxes are nano 2nd gen but the hubs inside have a red label on them and does not have bd written on the labels. Also, the consumer stated that there is no lot number on the labels. Consumer also stated that the boxes says that it is for research and does not contain needles. The returned samples were visually inspected: 1. One shelf carton has lot information 2104368. 2. Second shelf carton has a not ¿for investigation use only¿. 3. Pen needles have no information on the label and the canula was missing. Embecta was able to confirm customer indicated issue. One photo of a 32g x 4mm pen needle carton and loose pen needles was returned from an unknown lot no., cat. No. 320550. Visual examination of the returned photo was carried out and a pink teardrop label labelled ewo are present on the pen needles. Root cause will be determined as part of CAPA 8408884. CAPA 8408884 was raised to address this issue. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm was missing the lot number was missing from the labels. 2nd of 2 complaints. The following information was provided by the initial reporter: it was reported by the consumer that 2 complimentary boxes of nano 2nd gen pen needles were received. The consumer stated that there is no lot number on the labels.